Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), product type: lead. Product ID: 97791, lot#: hg3krkw, product type: accessory. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 29-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, an implant procedure was performed. After the laminectomy was performed, the lead was placed with minimal effort (per the physician). Fluoroscopy confirmed good placement of the lead. Bumpy anchors were applied and the lead was tunneled to the flank area and connected to the ins. Impedances and connectivity were good. When the surgeon started to close, neuromonitoring showed an absence of sensors in the lower extremities. The neuromonitoring technician checked all connections and continued to monitor for signs of return. The on-call neurologist also verified the information. The anesthesiologist gave the patient decadron. The surgeon removed the paddle lead from the epidural space and time was given to wait for any signs of return. After a bit, the surgeon decided to abort the implant procedure and monitor the patient overnight. Prior to the patient waking up from anesthesia, the neuromonitoring technician stated there were some signs of recovery. The devices were discarded despite requests to have them returned for analysis. At the time of the report, it was unknown if the issue was resolved. No device issues were reported. No further complications were reported or anticipated.